Event description:
As reported by the field, prior to use, the physician opened the packaging of an enterprise2 4mmx23mm intracranial stent (encr402312, 8799372) and removed it from the device from dispenser hoop, it was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in patient. The physician switched to a new stent to complete the surgery. There was no patient injury as the device was not clinically used. Additional event information received on 08-aug-2024 indicated that the device was stored and prepped as per the instructions for use (IFU). The inner pouch was securely sealed. There were no packaging issues.

Manufacturer narrative:
Product complaint (B)(4). Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.